Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the end user had difficulty attaching the line to the cadd administration set. In addition, the pump was alarming with an upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
Other text: d4 ud and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The complaint sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. No abnormality was detected during visual inspection. The complaint sample was tested according to the procedure to prime the device as instruction of use . No difficulty was detected during the priming an no alarms were activated; the water could pass through the whole device; the failure mode reported was not confirmed. The root cause of the reported issue could not be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No corrective actions are required since the complaint was not confirmed, corrected data: d1 d2 d3 g1.